Manufacturer narrative:
The account was instructed to replace the damaged tape switch and replace the damaged communication cable. As of this report, hill-rom has not received any contact from the account indicating that the repairs have been completed to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit system will arm, but would not alarm locally, or send a signal to the nurses' station.